Manufacturer narrative:
Facility staff does not attribute event to cycler or cartridge. Pt has a history of known allergies. The user's guide includes adequate warnings to monitor for potential allergic reactions. No problem found with the returned cartridge. There is no evidence of a device malfunction. Pt is prescribed prednisone 30mg daily and continues hemodialysis with nxstage car 170-b without further symptoms. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
At initiation of routine hemodialysis treatment, pt vomited and then pt's face became numb and lips and tongue turned blue and pt could not speak. Treatment was discontinued. Pt transported via 911 and admitted to the hosp with a diagnosis of anaphylaxis; treated with benadryl, solumedrol and prednisone. Pt discharged in 2009 and doing well.